Event description:
It was reported that during testing conducted at the manufacturer facility, the blade mount lever of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the barrel was fracture at the lever mount, which can lead to the reported event and can be caused by a material fatigue issue or impact.